Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal left anterior descending artery (lad). The 2.5 x 15mm apex mr balloon catheter used for pre dilatation, was inflated 3 times at 14atms, and ruptured at 14atms on the 3rd inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal left anterior descending artery (lad). The 2.5 x 15mm apex mr balloon catheter used for pre dilatation, was inflated 3 times at 14atms, and ruptured at 14atms on the 3rd inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: an initial visual examination of the returned device found that the hypotube was kinked at 15.2cm distal to the strain relief. An examination of the balloon found that the balloon had a longitudinal tear. The tear stretched from the distal markerband to 11mm in total length along the main body of the balloon. An examination of the markerbands identified no issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).